Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with shortness of breath. Upon device interrogation, the patient's implantable cardioverter defibrillator post paced t wave oversensing (pptwos). Device changes were made and seemed to resolve the issue. The patient was stable.